Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the patient's "leg" using a sheath. Thirty five minutes later while the patient was in the intensive care unit (ICU) the pump alarmed "helium loss" and blood was noted in the helium line. At this time the iab was removed. Another iab was not inserted. There was no reported patient death injury. There were no reported patient complications. The intra-aortic balloon pump (iabp) therapy was interrupted however, the interruption did not harm the patient. The patient outcome is listed as good. No medical / surgical intervention was required. Additional information received on (B)(6) 2013 stated the insertion site was the right leg.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.